Event description:
It was reported to boston scientific corporation that an orbera was used during an orbera intragastric balloon system procedure, performed on (B)(6) 2024. During the procedure, the balloon was leaking and had to be explanted. The procedure was cancelled, and it is unknown whether the procedure was rescheduled for a later date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 impact code f1001 is being used to capture the reportable event of absence of treatment.